Manufacturer narrative:
Device investigation: upon visual evaluation, there were no signs of physical damage to the exterior of the device. The device was evaluated for functionality of the handpiece. During the trigger the device would not release clip smoothly, with the clip cartridge when attempting to fire a clip. The clip applier was jammed. A probable root cause of this malfunction could be due to wear and tear. There was no harm to the patient.

Event description:
During a laparoscopic cholecystectomy surgical procedure, the ml-10 multi-fire clip applier jammed. The anesthesia time and the length of the procedure were extended by five (5) mins. There was no harm to the patient.